Manufacturer narrative:
It was reported that the patient had desaturations down to 5% and bradycardia down to 23%. A guest alerted the nurse of red lights flashing at the cockpit, as the nurse could not hear the alarms. A root caused cannot be determined, as the logs provided did not provide details encompassing the date of event. It is possible that the audio was muted from the bedside by another user. It is also possible that the cockpit volume was too low to be heard over other devices in the room. However, without the logs at the time of the event, the root cause cannot be determined.

Event description:
It was reported that the patient had desaturations down to 5% and bradycardia down to 23%. The nurse was near the baby¿s cot side and writing her notes and she could not hear the alarm. Father of another baby alerted nurse to check the baby when he saw both red lights flashing on the monitor.

Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported that the patient had desaturations down to 5% and bradycardia down to 23%. The nurse was near the baby¿s cot side and writing her notes and she could not hear the alarm. Father of another baby alerted nurse to check the baby when he saw both red lights flashing on the monitor.